Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was also received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported the customer received a button error alarm. Customer's mother also reported receiving a message stating a button has been held down for three minutes or more. Customer's mother also stated none of the buttons were working. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.